Manufacturer narrative:
Patient information is not available for reporting. Plate broke approximately nine (9) months post-operatively; exact date is unknown. Implanted approximately 9 months prior to plate breakage; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure a patient received a 4.5mm locking compression plate (lcp) condylar plate on an unknown date. Patient experienced periprosthetic mid shaft femur fracture between a prosthetic hip and knee due to the plate breaking approximately nine (9) months post-operatively. The patient was not revised. Surgeon feels strongly that this is all related to patient¿s age (biologically unable to heal properly). This report is for one (1) 4.5mm lcp® curved condylar plate 12 holes/278mm-right. (B)(4).